Event description:
It was reported that post-operative robotic low anterior resection, issues arose with the device after successful firing, specifically resulting in leaks at the colon anastomosis site. The anastomotic leak was discovered through patient symptoms and a computed tomography scan, leading to the patient's readmission to the hospital. A colostomy was performed to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.